Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was displaying a low atrial and ventricular lead impedance and a shorted shocking lead impedance. The ICD was removed and replaced. Afterwards no further problems were reported.